Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that a blown fuse caused the reported event. Replacement of the fuse resolved the issue. No further issues were reported. Replaced fuse was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system's mobile view station (mvs) would not power on. There was no patient present when this issue was identified.